Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear, loosening, and osteolysis as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
It was reported via legal notification, that patient, underwent initial left total knee replacement surgery on (B)(6), 2018, and was implanted with an optetrak device, including an optetrak logic tibial insert, size 3.5, 11 mm made of polyethylene. Plaintiff underwent revision surgery of his left knee on (B)(6), 2022 approximately 4 years 5 months post initial procedure. Upon information and belief, the loose components and osteolysis is plaintiff's left knee was due to premature polyethylene wear of the tibial insert. Following revision surgery, plaintiff continues to be limited in his activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.